Manufacturer narrative:
The company service rep examined the system and replaced the solenoid spacers. The system was then tested and met all product specifications. (B)(4).

Event description:
Adverse event(s): "pt impact is unk" (no info). Product problem(s): "system message displayed" (device displays error message). The customer reported a system message displayed. The system was rebooted but the system message would not clear. The pt impact is unk.